Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-01648 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) and an advantage transvaginal sling system to treat her urinary stress incontinence and pelvic organ prolapse on (B)(6)2008. Reportedly, the patient is experiencing recurrent pelvic discomfort and pain, mesh erosion, and dyspareunia (date/s of onset unknown). No additional information regarding the circumstances surrounding this event is currently available. Should additional relevant details become available, a supplemental report will be submitted.